Manufacturer narrative:
(B)(4). This complaint for a connection issue with a minicap was not confirmed and the root cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) machine during use, while the patient was connected in the initial drain, the technical service representative (tsr) was walking the home patient (hp) through the ending therapy procedure, the care giver (cg) and hp had difficulty applying the mini cap. The tsr explained that the cap simply screws on. The cg and hp stated that it would not screw on. The tsr had the cg make sure it was a mini cap and it was. After about 15 minutes of neither cg nor hp being able to attach the mini cap, the tsr advised the cg to call their rn immediately for assistance and to inform that the hp is unable to cap herself off. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.